Event description:
It was reported that since the pt felt pain in the neck, the physician made a control and noted a longitudinal breakage of about 2 cm at the level of upper portion of the catheter with respect to the dacron cuff, due to this the infusion liquid flowed out into the pt's soft tissues. At this point, they clamped the catheter in order to close it and placed a peripheral catheter.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.